Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately nine weeks post changeout procedure of the implantable pulse generator (ipg) with an antibacterial absorbable envelope. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.